Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. In a follow up with the company representative, the company representative noted that no system messages (sm) were noted in the systems event log. A company representative later attended surgery and observed no abnormalities with the system. The service record (sr) was closed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively.. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, there was no ultrasound power and poor aspiration was noted in phacoemulsification mode. No system message was displayed. The surgery was completed without any harm to the patient.